Event description:
Patient reported: "I noticed I could eat more and I began to gain weight. I went to the doctor and had a fluoroscopy; it showed I have a break in the tubing by the port". Follow up findings with the surgeon confirm that the pt has a port leak.